Manufacturer narrative:
Concomitant products: product type: recharger, product ID: 97754, serial# (B)(4). Product type: programmer, patient, product ID: 97740, serial# (B)(4). Product type: lead, product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015. Product type: lead, product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015. (B)(4).

Event description:
The manufacturer representative reported that the patient's ins was titled and it was unknown if the ins had been sutured. The patient tried multiple different positions with the recharger, different recharger, and spacer bar with the recharging belt without any success. The representative did not know when the revision was being scheduled for, noted a revision has not been scheduled, and the patient outcome was unknown. No patient symptoms were reported. Follow-up information was being conducted to determine if the cause of the ins title was known. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the device was overdischarged when revision had occurred on (B)(6) 2016. The cause of the device issue was reported as implant location. The pocket was moved to a different location during the replacement.

Event description:
Additional information received from the manufacturer representative reported that the ins was titled due to implant location and patient body. The patient was being scheduled for a pocket revision. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from a representative reported the ins was replaced in "(B)(6)" and the titled ins had been an issue since original implant in "(B)(6) 2015." Further information received from the patient reported his ins was replaced (B)(6) 2016 because the ins would not charge. He noted that when it healed the device turned sideways. Additional information has been requested to obtain clarification of the reported dates.

Event description:
Additional information received from the manufacturer representative reported that the original implant date was (B)(6) 2015. The patient was scheduled for a revision surgery in (B)(6) 2015, however the health care provider found out that a battery replacement was necessary and cancelled the revision surgery and scheduled a replacement surgery. The replacement surgery was (B)(6) 2016. At the time of the most recent report, everything was "all-systems-go."